Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown dose and concentration) via an implantable infusion pump for spinal pain. It was reported on (B)(6) 2016 that the patient was scheduled for a head magnetic resonance imaging appointment on (B)(6) 2016 and then a cervical magnetic resonance imaging appointment (B)(6) 2016 and wanted a company representative to check the pump afterwards. A few days after the pump implant on (B)(6) 2016 the patient was diagnosed with a "spinal leak", a couple of days later a blood patch was performed. On (B)(6) 2016 (date approximated) the patient had a lumbar magnetic resonance imaging appointment at which the patient believed a company representative was present for (thought name was (B)(6)). The patient's status was unknown.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative (rep). The rep met with the patient and mother on (B)(6) 2016 to confirm a motor stall recovery post MRI occurred, which it did. It was stated that the patient had returned to the hospital post implant for a blood patch and also went to a local surgeon for additional wound closure post-implant in the area of the catheter placement. At the meeting, they were told there was an infection and the surgeon re-closed the wound in the office. Continued discharge from the wound was reported, but it was stated that the infection had cleared and the patient did not have a fever. The patient had an appointment on (B)(6) 2016 for a second opinion.

Event description:
Additional information received from a company representative (rep) on 2016-dec-22 reported rep was notified on (B)(6) 2016 that the patient needed to have pump checked post magnetic resonance imaging (MRI) to ensure it restated again. The rep did not know the reason for the MRI and did mention that patient's neurologist ordered it as opposed to the healthcare professional (hcp) who manages the patient's pump, so rep did not know if it was related to the pump or not. Rep had not heard anything from hcp regarding a cerebrospinal fluid (csf) leak. Rep copied colleague as well because she met with the patient today ((B)(6) 2016) and may have more information at this point.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.